Event description:
Follow up information identified the patient's ipg was replaced with a new one. The issue is now resolved.

Manufacturer narrative:
1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient last charged the ipg a few months ago. The patient is unable to establish communication with the ipg using the charging system and programmer. The issue was confirmed by the sjm representative. The patient currently does not have stimulation. Surgical intervention is pending.